Event description:
This report summarizes 11 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There was no patient involvement.

Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed.

Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced difficult to raise/lower, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 11 to 10.

Event description:
This report summarizes 10 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance . There was no patient involvement.

Event description:
This report summarizes 11 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 10 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.